Manufacturer narrative:
If additional information should become available, a supplemental medwatch will be submitted accordingly. (B)(4). The complaint device was received and evaluated. The reported failure could be confirmed from the visible mark on the trocar where it had cold welded with the sleeve. Historically, this type of failure has been attributed to user technique issue. The location of the trocar interlocking pins is superior to the mating portion of the sleeve. If the pins are not seated within these groves then the trocar is spinning within the guide sleeve causing enough heat and friction to cause the "welding" of the two parts. Further, a review into the mitek complaints system revealed no other complaints for this lot of devices that was released to distribution. At this point, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. No nonconformances were identified for this part-lot number combination per qlik query executed 11/12/2018. This report is being filed from the (B)(4) as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
It was reported by the affiliate in that during an anterior cruciate ligament surgical procedure, it was observed that both metal parts on the rigidfix fem 3.3mm s/t xpin device were sealed/welded together. According to the reporter, it was the sleeve and trocar that were welded together. It was reported that there was no delay greater than 30 minutes; however, it was reported that the procedure was completed. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.